Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -4.0/1.0/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to: significant reduction of iridocorneal angles, pupil block with elevated iop, angle closure with elevated iop, pigment dispersion, and unreactive (fixed) pupil. The problem was resolved.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).